Manufacturer narrative:
The probable cause of the device failure was attributed to corrosion of the rotor and damaged driveshaft bearings.

Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.